Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump was alarming downstream occlusion alarm for no reason. The reported event that the reported event did not occur with a patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test, and downstream occlusion test were performed. The customer's reported problem could not be duplicated, and the pump was tested for downstream occlusion trip point, which was within spec. Further investigation found no visible signs of contamination. The problem source of the reported problem is unknown.